Manufacturer narrative:
Article citation: ghione, p., cordeiro, p., seshan, v. Et. Al. 2842. Incidence of delayed seromas and related risk of bia-alcl in a cohort of 3521 breast cancer women with textured implants prospectively followed long term. 61st annual meeting of the american society of hematology, ash 2019; 1-3. The events of seroma-late, capsular contracture, and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma-late, capsular contracture, baker grade unknown, lymphoma - alcl - suspected. [(B)(4)].

Event description:
Through the journal article ¿2842 incidence of delayed seromas and related risk of bia-alcl in a cohort of 3521 breast cancer women with textured implants prospectively followed long term," healthcare professional reported "28 patients developed a clinically relevant delayed seroma," "8 patients diagnosed with alcl" with no pathological markers provided, "15 women experienced swelling of the breast, fullness," "5 patients experienced tenderness of the breast," and "5 patients experienced capsule contracture [baker grade unknown]." As information was received in aggregate the status of the affected devices is unknown. Affected side unknown. The manufacturer of the devices is unknown.